Manufacturer narrative:
The device referenced in this report has been returned to olympus for evaluation. The evaluation could not confirm the pt's outcome. The device was inspected and no abnormalities were found. The device was returned to the user facility. Review of the instrument history showed that the device was purchased on march 4, 2014 and this was the first time the device was returned for service.

Event description:
Olympus was informed that in the middle of a esophagoscopy gastroscopy duodenoscopy (egd) procedure, a cleaning brush fell out of the device and into the pt's stomach when the forceps were passed through the channel a second time. The cleaning brush was retrieved and the intended procedure was completed within the allotted time frame. It was reported that the pt' condition was good after the procedure. There was no pt harm reported. Olympus was dispatched a endoscopy service specialist to the user facility to review their reprocessing protocols. At this time, no scheduled date has been confirmed. If additional information is available at a later time, this report will be supplemented accordingly.